Event description:
The following has been reported: during occlusion testing (at 0.5 flow) on single-layer tubing sets, six new pumps were used and one developed a pump problem alarm with logs indicating "system fault: multiple pneumatic failures within 30 minutes" a review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 1)(pva-1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The valve failures could not be reproduced. An issue with the crimping on the valve wires was found but did not result in any failure. Recommend replacing the pneumatic valves to address the crimping. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.